Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the supply line of the homechoice cassette and the heater bag, which resulted in the leak. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during dwell one of four of peritoneal dialysis therapy. The patient heard a noise and then realized the heater bag was leaking from where it was connected to the supply line, and had came disconnected. Renal therapy services (rts) had the patient disconnect through aseptic way and assisted in ending the therapy. The patient would start all over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The original event narrative has been updated to more appropriately reflect the pd solution allegation reported by the patient. New information received from the patient has been added to the narrative reflecting the fact that the pd homechoice cassette did not present with damage at the connection.

Event description:
A home patient (hp) reported that during peritoneal dialysis (pd) therapy they heard a noise and a leak was found from their pd solution bag.  The reported event occurred during dwell one of four.  The location of the leak was identified to have occurred on pd solution primary container, where the bag connects to the pd homechoice cassette.  The hp stated that the heater bag where it was connected to the line had become disconnected. The patient was instructed to end therapy and restart with new supplies.  During follow-up received on (B)(6) 2018, the customer reported that there was no damage identified on the pd solution bag nor the pd homechoice cassette.  The products were reported to have separated from one another, without a known cause.  There was patient involvement, however no patient injury or medical intervention was associated with this event.